Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of bacterial peritonitis in a patient, coincident with dianeal pd4 ambuflex, and extraneal viaflex therapies. Baxter home care services received a call from a nurse which stated that the frangible was not able to open enough when it was broken on two bags, in order to start to pd therapy on the home choice device (hc). Upon follow-up with the patient, the reporter stated that the patient had been admitted to the hospital on (B)(6) 2012, for abdominal pain. Upon further follow-up with the nurse, she medically confirmed the case. On (B)(6) 2012, the patient was admitted to the hospital for peritonitis, which was manifested by abdominal pain. The cause of the peritonitis was unknown. The patient received remedial treatment with vancomycin. In (B)(6) 2012, the event of bacterial peritonitis with culture positive for staphylococcus resolved. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from peritonitis. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.